Event description:
It was reported that the anesthesia workstation generated an alarm for high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-sit investigation was performed by our field service engineer, it has been clarified that the initially claimed high pressure situation, has been caused by non getinge . The technician could reproduce the issue which can be seen on provided video. The circuit has been replaced with original one. The device was returned for use. There were no further failures. Provided device's logs have been evaluated. Multiple occurrence of alarms for peep: high, high continuous pressure and respiratory rate: high could be seen. As the non original breathing circuit and filter can differ from original one, some issues might occur like reported herein. Differences in breathing circuit might cover flow volume, dimensions of components etc. Of the breathing circuit. The manufacturer suggests using original parts in the system to avoid such kind of situations. High pressure situation might lead to influence of ongoing ventilation and safety related events to occur. The cause to the reported issue has been determined as usability related. Despite information in our labeling, the user chose to use non recommended breathing circuits. The root cause why the user decided to use not recommended circuit remains unknown.

Event description:
Manufacturer's ref. #: (B)(4).